Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2024 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria klebsiella pneumoniae. The patient was being treated with antibiotic therapy (details unknown) and remained in the hospital at the time follow-up was performed. Per the nurse, the patient is recovering from the event. The nurse was not able to provide the cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. The patient¿s pd culture was positive for bacteria that is normally found in human intestines. Based on the reported information, the exact cause of the peritonitis cannot be determined. However, currently there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy most often associated with a breach in aseptic technique.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that this patient on pd was hospitalized with peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the reporting pd nurse stated that on (B)(6) 2024 the patient was admitted into the hospital with symptoms of abdominal pain. The patient had a pd culture obtained (in the hospital) which grew the bacteria klebsiella pneumoniae. The patient was being treated with antibiotic therapy (details unknown) and remained in the hospital at the time follow-up was performed. Per the nurse, the patient is recovering from the event. The nurse was not able to provide the cause of the peritonitis. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event.